Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01616.

Event description:
The patient was undergoing a coil embolization procedure in the right gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil into a non-penumbra microcatheter, the physician experienced resistance and the coil would not properly advance into the microcatheter; therefore, it was removed. It was reported that the same issue occurred with another ruby coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.